Manufacturer narrative:
The investigation for the access site bleed has been completed. Clinical mentions that the patient was bleeding from access site and despite extra sutures, stopping of heparin and coagulant powder, the bleeding was not stopped. The patient's platelet count was found to had dropped to 50% from 167000 to 84000. Patient was given platelets and ppf and this resolved the bleeding. Therefore, the root cause of the access site bleeding issue was most likely patient condition related to coagulation disorder.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with st-elevation myocardial infarction versus myocarditis presented to the cardiac catheterization lab intubated and sedated with multiple pressors. An impella cp device was implanted for mechanical circulatory support. The patient in critical condition was sent to the unit. The unit noted the patient was bleeding from the impella site day of the procedure and overnight. Suture was along with coagulant powder was applied to the site; however, the site continued to bleed. The source of the bleeding was unidentified, and heparin placed on hold. It was eventually noted that platelets dropped from 167 to 84. Multiple platelets and fresh frozen plasma were replaced, and bleeding stopped. Heparin restarted. Follow-up on patient next day noted the patient remains intubated and sedated in critical condition. The patient not following any commands or making purposeful movement. Options with impella were reviewed should comfort measures be taken. Access site was noted as clean, dry and intact. Pulses present. Same day it was noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).